Event description:
Report received from the USA stating during a routine maintenance inspection the device was found to be "running hot." The device was not being used during surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and exceeded temperature limits in the elbow and base. Evidence suggests this was due to usage/ wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent.